Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in colorado reported that two rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A healthcare facility in colorado reported that twelve rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: section b5: a healthcare facility in colorado reported that twelve rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. Method: the complaint rt266 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected. Results: visual inspection of the complaint rt266 infant dual-heated evaqua2 breathing circuits revealed that the incorrect connectors were found assembled to the ventilator side of the dryline. Conclusion: the connector was incorrectly assembled during production. An incorrectly assembled circuit would be detected prior to use on a patient, either during set up (cannot connect) or during the pre-functional set up tests (fails leak and pressure test). Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our user instructions also state the following: - "check all connections are tight before use." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."